Event description:
Pt presented with a conical neck measuring 32mm to 23mm over 25mm of length, two 90 degree angles in the neck (off-label), renal to bifur measuring over 115mm; in 2009, had implant of a 28-16-140bl bifurcated device and two 34mm proximal extensions. Follow up CT revealed approx 2 cm distal migration of the most proximal extension, with a type ia endoleak. Four months later, the pt was treated with an additional cuff. An attempt was made with a 34mm proximal extension, however, the physician was unable to access on the right side due to 6mm iliac. The device was removed and a new extension was introduced. Due to the angulation, the proximal extension was inadvertently deployed about 1cm below the renals; slight leak on angiogram. An attempt was made to place a palmaz stent, however unable to access and advance past the angulation. The decision was made to stop the procedure and monitor the pt.

Manufacturer narrative:
Additional model info: model no 34-34-80l, lot no w09-0749-028. Expiration date: 04/01/2012. Review of lot records/work orders, prior reports. No issues were noted. Treatment of aortic neck with 90 degree angles is off-label per indications for use.